Manufacturer narrative:
The 3003721894-2018-00034 is associated with argus ID (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Stroke [stroke]. Case description: this case was reported by a consumer via call center representative and described the occurrence of stroke in a (B)(6)-year-old female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced stroke (serious criteria gsk medically significant). On an unknown date, the outcome of the stroke was unknown. It was unknown if the reporter considered the stroke to be related to polident denture adhesive cream. Additional details, consumer reported his mother used polident denture adhesive cream in the past. She encountered stroke recently. Consumer was not sure how long his mother used the product. She had not encountered other discomfort after use. Action taken with polident denture adhesive cream was unknown.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of stroke in a 83-year-old female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced stroke (serious criteria gsk medically significant). On an unknown date, the outcome of the stroke was unknown. It was unknown if the reporter considered the stroke to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, consumer reported his mother used polident denture adhesive cream in the past. She encountered stroke recently. Consumer was not sure how long did his mother used the product. She had not encountered other discomfort after use. Action taken with polident denture adhesive cream was unknown. Follow up information was received on 19 sep 2018, action taken with polident denture adhesive cream was withdrawn. Consumer was called. His mother had already stopped used the product. Case closed.

Manufacturer narrative:
Argus ID: (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.